Event description:
Unit went inop on a pt. Unit was on external battery source, pt started huffing or coughing when condition occurred. No pt harm. Unit is still functioning ok after taken off external battery. Add'l info on 1/8/03; event description: within the last 2 weeks, the ventilator completely shuts down while a coughing/huffing maneuver was performed. This occurred 4-5 times within the 2 week timeframe. An audible, continous, high pitched alarm sounded. All led displays contained dots throughout. The power source was external battery. Incidents occurred in pt's home. No pt harm reported.